Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 3-6mm amplatzer duct occluder ii was selected for implant. During procedure, while inside the patient, one of the discs did not deploy into the desired shape; it was bulbous. The user attempted to deploy the device twice. An unknown sized, unknown device was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of "one of the discs did not deploy into the desired shape; it was bulbous" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.